Event description:
Customer reported experiencing high blood glucose of 501 mg/dl, treated with insulin pump. Customer stated she had changed her infusion set and customer's blood glucose was 295 mg/dl and then it when up. Customer was advised to monitor blood glucose. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.